Manufacturer narrative:
Evaluation results suggest that the event may have occurred during shipping and handling of the product after leaving the mfg facility. No product discrepancies were observed during the original MFR of this product.

Event description:
The base of the inner blister containing the monomer was broken. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any pt.